Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer did not got any insulin the entire night and his blood glucose was 269 mg/dl at time of incident and insulin pump was not working. Customer stated that they changed his set this morning, insulin was coming out when he is doing fill tubing but the insulin was not getting into his body. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or unexpected resume noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).